Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was location in the moderately tortuous, mildly calcified, proximal right coronary artery. Following predilatation with a 3.5x12mm non-bsc balloon, a 4.00x38mm synergy stent was advanced to treat the lesion. The device failed to cross the lesion and while being retrieved into the guide catheter, the stent got dislodged in the right femoral artery and was removed with a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient was discharged two days later.